Event description:
The customer released a discrepant, falsely elevated kappa free light chain (flc) result (1262.39 mg/l; ref range: 3.30-19.40 mg/l) obtained using the freelite® assay. The patient had a prior diagnosis of al amyloidosis and was under routine monitoring. The elevated result (taken (B)(6) 2026) was inconsistent with the patient's clinical history and follow up testing. A new sample, taken on (B)(6) 2026, gave a kappa result of 11.47 mg/l, consistent with historical patient results. The customer confirmed that patient treatment was not affected. The investigation determined that quality control were within range, and no analyser or assay malfunction was identified. Although there have been no reports of serious harm or inappropriate therapy, the decision was taken to report as a matter of caution. If the error were to recur, there is a possibility of serious injury if sample results were considered in isolation. As per the IFU (ins016.opt.a), results of the free light chain measurements should always be interpreted in conjunction with other laboratory and clinical findings.